Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were getting more and more jolts/shocks and it was always happening when they were sitting. Pt stated that they were having a lot of leg pain right now. Pt stated that they could deal with their back issue. Pt stated that their legs felt heavy and if they adjusted the stimulation up one bump, then the shock was more intense so they would have to turn the stimulation back down. Pt was looking to meet with a rep for ins reprogramming. Pt stated that they were a driver for ups, so they pain would come and go with more work and more standing. Pt provided hcp as amir ali with physicians partners of america in greenville. Pt noted that they have an appt for injections in both of their hips, like a nerve block.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.